Event description:
The pump was explanted and replaced in 2008, with the low batter alarm sounding. A catheter dye study was done and the catheter was deemed to be patent. The drug used in the pump was dilaudid 50 mg/ml at a dose of 14 mg/day.

Manufacturer narrative:
Final device analysis results revealed - motor coil screw anomaly, broken coil mounting screw. During analysis the battery voltage was at 2.893 volts at room temperature and 3.09 volts at body temperature. Further testing was done at body temperature. The motor coil was found to have a broken coil mounting screw. The motor coil passed testing. The motor housing and some moisture present and a slight amount of corrosion. The pump motor had stalled by itself after removal from the tube. The roller arm area had some corrosion present. The roller wheels turned freely. The motor was set to maximum rate and an x-ray was taken. The x-ray showed no roller arm movement. The top plate and gears were clean and dry. All other testing was acceptable.